Event description:
Livanova (B)(4) received a report that a s5 roller pump gave a motor control failure error message. This is a re-occurrence of a case already reported to FDA under manufacturer report number 9611109-2022-00054 there was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issue. As preventive intervention, the computer board and the shaft angle encoder were replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H.10: through follow-up communication livanova learned that the reported issue re-occurred. The livanova technician in charge could not reproduce the failure and as proactive action it was decided to remove the pump from service. The affected pump was returned to livanova arvada facility and upon testing the reported failure could be reproduced. Taking into account that the motor control board, the processor board and the shaft angle encoder had been previously replaced as reported in the initial report and under first occurrence of the event reported under reference 9611109-2022-00054, an malfunction of these components can be ruled out as cause of the reported event. Based on the above information, it cannot be ruled out that a defective resolver located in the pump head could have led to the reported event. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.